Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient used a catheter and had not seen any improvements and has only seen more leaking. Patient did not feel stimulation on their current program and mentioned they had nerve damage. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.